Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients was confirmed empirically per provided medical article. Available information suggests that procedural factors (under-expanded valve) likely contributed to the event as event description mentioned valve underexpansion, and that the gradients decreased after post dilation. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. Citation: emmanuel gall, hakim benamer, dominique fourchy, mauro romano, philippe garot, mariama akodad, le gradient reste eleve apres mon tavi, que faire?, annales de cardiologie et 'angeiologie, volume 73, issue 4, 2024, 101789, issn 0003-3928, https://doi.org/10.1016/j.ancard.2024.101789. (Https://www.sciencedirect.com/science/article/pii/s0003392824000684).

Event description:
Through review of medical article received from france, titled "the gradient remains high after my tavi, what should I do? How to deal with elevated gradient following tavr?" A patient presented with dyspnea on slight exertion related to severe degenerative aortic stenosis. A 23mm sapien 3 ultra valve was successfully implanted without complications, no pvl and mean gradient of 10mmhg. 3 months after the procedure, tte showed mean gradients of 40mmhg. Cardiac CT showed no signs of endocarditis nor degeneration, but a valve under-expansion (77% minimum, with lower, middle and upper diameters of 21.5mm, 20.4mm and 21.1mm respectively). It was decided to post-dilate the valve with a 23mm balloon and the gradients decreased to 12mmhg. A new CT showed a correction of the under-expansion.